Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tape not sticking event on (B)(6) 2026, resulting in the infusion set falling off no further information available.